Event description:
An erroneously elevated accu tnl results of 4.53 ng/ml was generated by an access 2 instrument. The erroneously elevated result was not reported out of the lab. The customer rerun the sample for accu tni on a different chemistry analyzer and obtained a result of 0.0 ng/ml was reported out of 0.0 ng/ml. The sample was rerun on the access 2 instrument and 0.0 ng/ml result was obtained. The result of 0.0 ng/ml was reported out of the lab. There has been no change to patient treatment that can be attributed to this event.